Event description:
The patient was undergoing a thrombectomy procedure using an indigo system separator 5. During the procedure, the tip of the separator 5 became kinked. The separator 5 was removed and a new separator 5 was used. During the use of the second separator 5, the tip structure was compromised after using it for several minutes. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00769. Device was disposed of by the hospital.